Event description:
Caller reported that insulin gauge displayed an amount different than expected, with the current fill estimate showing a static 115 units, despite insulin being delivered. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller on the cause of the issue, explaining that it can occur due to significant variance in measured pressures for calculating insulin remaining. Once the insulin remaining matches the static number displayed, the fill estimate would resume normal countdown. Caller understood and acknowledged the explanation.